Event description:
Customer was sitting on unit and leaned to pick up customers handbag which was on bed. The customer stated that the unit moved, pinning customers leg between the unit and a chair. Customer sustained tibia and fibula fractures.